Event description:
The manufacturer received information alleging an issue rep dreamstation auto bipap. The patient has alleged visualization of black particles. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 06/14/2023 and section h11 should be reported as: the manufacturer received information alleging an issue rep dreamstation auto bipap. The patient has alleged visualization of black particles. There was no report of harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and component code grid has been updated.